Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that the device burnt the patient's lip at the beginning of the procedure. Components in use listed as concomitant devices are: gd672 / micro speed uni motor cable f/foot ctrl. Gd978 / micro speed uni micro 150 motor. There wasn't a specific date provided for this complaint other than the month of (B)(6).

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there were three different burns to three different patient's lips, it is unsure if caused by the same drill or different drills. On (B)(6) 2016: it was reported that during surgery the hand piece over heated and burnt the patient's lip (motor sn# (B)(4)) and the burr could not be removed. On (B)(6) 2016: it was reported that the hand piece over heated and burnt the patient's lip (motor sn# (B)(4) and headpiece sn# (B)(4)). October: (there was no specific date provided for this complaint other than the month of october). It was reported that the device burnt the patient's lip at the beginning of the procedure. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm / sn# (B)(4). Gd678 / microspeed uni micro 150 motor / sn# (B)(4). Gd672 / microspeed uni motor cable f/foot ctrl. / sn# (B)(4). Gd450m / micro-line straight hdpc 1:1 f/2.35x70mm / sn# (B)(4). Gd678 / microspeed uni micro 150 motor / sn# (B)(4). Gd672 / microspeed uni motor cable f/foot ctrl. / sn# (B)(4). Gd450m / micro-line straight hdpc 1:1 f/2.35x70mm / sn# (B)(4). Gd672 / microspeed uni micro 150 motor / sn# (B)(4). Gd678 / microspeed uni motor cable f/foot ctrl. / sn# (B)(4). All med watch submissions related to this report are: 9610612-2017-00025, 9610612-2017-00026, 9610612-2017-00027. Information was not reported of the particular devices used during each occurrence. As this information has not yet been received, three med watch reports are being submitted containing all known information, when additional information is received follow up information will be completed.